Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported issue. He powered on the central control monitor (ccm) for several days testing various screens and there were no observations of the screen locking up or being unresponsive.

Manufacturer narrative:
The field service representative (fsr) verified the problems with the ccm. The fsr replaced the ccm. The unit operated to the manufacturer's specifications. The suspect part was sent back to the manufacturer for further evaluation. This complaint is related to (B)(4) / MFR #1828100-2020-00430.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen locked up and unresponsive. The ccm was rebooted and functioned properly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.